Event description:
Rotating head became detached from handle - oral-b [device breakage] product counterfeit - oral-b [product counterfeit].case narrative: male consumer via e-mail stated that the oral-b toothbrush rotating head became detached from the oral-b toothbrush handle. No injury was reported. 29-dec-2023 follow up via e-mail: the concomitant product lot was 1hg0463. No injury was reported. 29-feb-2024 product investigation results: the suspect product was confirmed to be the oral-b toothbrush refill. The concomitant product was confirmed to be the oral-b toothbrush handle. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 04-mar-2024 case update from information initially received on 06-feb-2023: the suspect product was oral-b power oral care refills precision clean eb20. No injury was reported.

Manufacturer narrative:
29-feb-2024 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Rotating head became detached from handle - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush rotating head became detached from the oral-b toothbrush handle. No injury was reported.